Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose level was reported as "high"; specific value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.